Manufacturer narrative:
One used spinning spiros closed male luer, purple cap, one used 50ml syringe, and one used 4-way stopcock w/ tubing were received. The spiros came connected to the 4-way stopcock and disconnected from the 50ml syringe. As received, no damage was noted on the spiros or the 4-way stopcock. Damage was noted on the male leur of the 50 ml syringe. The spin feature of the spiros was functionally tested and met product performance specifications. The luer of the returned syringe was also analyzed and met iso standards for luer fittings. The reported complaint of a leakage can be confirmed based on the damage found on the male luer of the 50 ml syringe. The probable cause of this damage is due to unintentional bending force during use, the dfu states 'avoid bending forces at spiros connection to prevent disconnection'. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified. H7 should be updated from "recall" to "none selected". H9 should be updated from "z-1586-2021" to "blank". This device does not meet requirements for the recall.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a spinning spiros® closed male luer, purple cap where it was reported there was a stoppage of infusion after 1 hour and 20 minutes due to a leak. Busulfan was observed on the floor and there was a presence of significant venous return in the perfusion line. The patient was a 12-month-old infant in conditioning for bone marrow allograft for type 1 mucopolysaccharidosis. There was a loss of dose of medication with 7 ml remaining in the syringe and 5-10 ml on the ground. It was stated that a catch-up dose was unable to be administered. The syringe was mismatched at the spiros connector, and the nurse reported there was an impact of the intravenous (IV) stand against the bed during infusion. The customer stated there was no undesirable clinical consequences noticed, and nobody has been hurt. There was no delay in therapy. There was no clinically significant blood loss. The leak did not come into contact with the patient and there was no unprotected exposure to chemotherapy for the patient. A specific kit was used to clean the leak. There was patient involvement, however no report of patient harm.